Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged confirmed via chest x-ray, the patient presented for lead revision and pulse generator replacement. The lead was capped and replaced successfully (B)(6) 2016 it was reported that the left ventricular lead had previously been turned off due to loss of capture at maximum output. The patient did not experience any adverse consequence and the would continue to be monitored